Event description:
The customer reported that the system would not perform tracking. No pt injury was reported.

Manufacturer narrative:
A ge service rep instructed the customer over the phone to perform manual registration. The system operates as intended.